Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission, that several non-sustained rv oversensing episodes were observed due to noise on the right ventricular channel. High, out range, high capture threshold was also noted. Noise could not be reproduced. The patient was asymptomatic and programing changes were made. The patient is in stable condition.

Manufacturer narrative:
(B)(4)

Event description:
New information states that the patient presented to the hospital after receiving inappropriate shocks due to lead noise. High, out of range, high voltage lead impedance was observed. The lead will be capped and replaced. No further information was provided.